Event description:
The ipp device was removed from the pt and an ambicor device implanted due to fabric separation at base of cylinder, resulted in aneurysm and eventually a leak. Add'l lot/ser no: 9282m 015.